Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage)

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lcb broken, the lcb distal cover glass broken, the lg cable buckled, the control body corroded, the lg cable connector corroded, the ift leaky and the remote button cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.